Manufacturer narrative:
Additional information in d1, d4. H10: no serial number was reported for the pump so no 12 month historical review could be performed.

Manufacturer narrative:
The device is not available for evaluation. Without the returned device a comprehensive failure investigation cannot be performed and a probable cause is unable to be determined.

Event description:
The customer reported that the nicu and pediatric unit are seeing bubbles on the patient side of the pump. This occurred on an unknown pump with 2 french PICC lines and IV fluids at 1ml/hr. There was patient involvement but no report of an adverse event; however, there was a delay in therapy.